Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion using rhbmp-2/acs on (B)(6) 2010. The patient's p ost-operative period was marked by nerve damage, chronic pain radiating into arms and legs, erectile dysfunction and sterility.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.